Event description:
The customer's family member called to inform that the pt is deceased. The doctor stated that the customer died as a result of diabetes complications. In addition, the nurse indicated that the last time the doctor saw the customer was in january and customer was doing fine. It was mentioned that the customer's chart only indicates that customer is deceased and the cause is unk.